Event description:
The pt experienced intermittent stimulation and intermittent stimulation on his tongue. Body movement did not affect stimulation. Impedances greater than 2000 ohms were detected on all or some of the unipolar pairs. The pt was seen by a neurosurgeon. It was discovered that the pt would get intermittent therapy and tremor relief if the area around the burr hole was depressed. The hcp believed the pt most likely experienced a traumatic event that dislodged the boot and partially broke the lead at the burr hole site. The pt did not recall such an event. Lead replacement was planned. The pt's condition was reported to be 'fair'. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.